Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was placed on an impella 5.5 for mechanical circulatory support. The nurse switch from one automated impella controller to another console. The nurse switched over the white impella cord first and then the purge cassette. The purge disc had started swelling and getting fat. The nurse was unable to get into the new console and it began leaking. A new cassette was recommended. The patient was off purge for 20 minutes while someone retrieved a new purge cassette tubing. The patient's outcome was stable. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5.

Event description:
The purge cassette ended up swelling on the automated impella controller (aic) to aic transfer and popping.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
D9 updated. Corrected data: d1, d4, d6a/d6b, and g1 updated/corrected. Investigation summary: fluid leak: no defect was found on the returned purge cassette as the reported fluid leak did not reproduce. The cause of the reported issue could not be determined.